Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as inte nded. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l4-l5 one level CT-fluoro case, they had difficulty registering with single-arm retractors. She attempted registering multiple levels with no resolution. They completed registration by removing the retractors. She stated the screens had gone black. System soft rebooted to get the monitors back. She noted there was also a shoulder shift after placing left l4. When they went to place right l4 screw, they noticed the arm was shifted medially, but they did not place the screw. Doctor tried to correct the issue by physically pushing the arm, resulting in another shoulder shift. There was a 30 minute delay. No impact on patient outcome. Additional information was received. It was reported that there was a confirmed inaccuracy at right l4, estimated less than 3.5 millimeters (mm) inaccurate.